Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury. However, on (B)(6) 2007, the customer noted that because she could not test she experienced the following symptoms: "lightheadedness, numbness of the tongue, faintness and blurred vision."

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.